Event description:
Report received from abbout affiliate (abbott-france) which states, "due to a mistake in the y-connection, the morphine infusion was in free flow and the patient received in a few minutes 100mg of morphine (not abbott morphine). The pump was in bolus mode and probably the cassette was not correctly seated. There was no consequences for the patient." This set is a y-type split set with one pca leg with asv for the analgesic and one leg with a backcheck valve for general IV solution. The health care professional inadvertently connected the analgesic to the kvo leg with the backcheck valve. Further information states that the actions taken were that the device was disconnected/removed and patient monitoring. Additional information has been requested but not received.